Event description:
It was reported that when maintaining the catheter placed in this patient on (B)(6) 2021, the nurse found that the external portion was too short and therefore made a careful examination of the graduations on the catheter and a consultation with the maintenance manual, finding an around 3 cm movement of the catheter into the blood vessel. The catheter was damaged at the scale of 42 cm and liquid leaks occurred. Subsequently, the nurse trimmed the catheter and re-connected with the connector.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video sample of a groshong catheter was provided for evaluation. The catheter is shown within patient use. The catheter insertion site is being shown and a clear fluid is spraying out of a leak location within the catheter. The characteristics of the split could not be clearly inspected. It is unknown if the catheter was retracted in order to identify the location of the split. Based on the video sample provided, possible contributing factors include sharp instrument damage, stylet damage, and material fatigue caused by repeated kinking of the catheter. Since a spraying leak was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv2925 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when maintaining the catheter placed in this patient on (B)(6) 2021, the nurse found that the external portion was too short and therefore made a careful examination of the graduations on the catheter and a consultation with the maintenance manual, finding an around 3 cm movement of the catheter into the blood vessel. The catheter was damaged at the scale of 42 cm and liquid leaks occurred. Subsequently, the nurse trimmed the catheter and re-connected with the connector.